Event description:
Related manufacturer reference number: 2017865-2024-34724, 2017865-2024-34726. It was reported that the patient presented to the hospital with lead vegetation and bacterial endocarditis. The physician explanted and replaced the system ¿ implantable cardioverter defibrillator (ICD), right atrial lead, right ventricle lead and left ventricle lead. The patient was in stable condition throughout the procedure.